Event description:
On (B)(6) 2014, it was reported that the patient's infusion set was leaking at the site on multiple occasions and his blood glucose level had been elevated as high as 25 mmol/l with ketones present. It was reported that there has been blood present at the infusion site. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).